Event description:
Physician uses a 20 fr peel-away sheath (not a component of this device) by inserting the sheath and then placing the device through the sheath. The device kinked up during placement. Pt's stoma was ruptured and resulted in leakage into the peritoneal cavity. Physician believes the balloon is larger and that he never had problems with the manufacturer's 16 fr g-tube. One pt involved. Note: the event date given above is approximate.